Event description:
Allegedly the screw on top of the fork on the left front wheel of the power wheelchair is stripped which caused the wheel to come off and the end user to fall out of the chair. End user did not report any injury as result of the incident.